Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (gel previously released events) was confirmed. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes was pulled from the dn strain relief, damaging the gel fire wires inside the cable. In addition, the heat shrink had separated from the pulse wires inside the distribution node (dn) inducing a short on the dn pca board. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing 'gel previously released' events without prior 'gel release events'.